Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump passed displacement test, rewind, and basic occlusion test. Insulin pump was unable to prime during prime test due to faulty force sensor. No motor error alarm noted. Motor was tested outside the device and passed. Insulin pump received with cracked battery cap, minor scratches on lcd window, cracked reservoir tube, cracked reservoir tube lip, cracked belt clip slot, and cracked battery tube threads.

Event description:
It was reported that the battery cap was damaged and that the insulin pump alarmed for a motor error during a bolus. The rewind sequence could be completed. The insulin pump was not exposed to a strong magnetic field or MRI. The blood glucose reading was 11.3 mmol/l. Nothing further was reported.